Manufacturer narrative:
Device was not returned for evaluation. (B)(4).

Event description:
Pressure setting at 60, it dropped down then shot back up to 170. The shoulder blew up because of the irregularity in the pressure. The surgeon could not complete the case as he had planned. He had to perform a bicep tenotomy which was not ideal. Additional information states that patient was recovering okay.